Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access 400. It was stated the spring arm cover was broken. According to the photographic evidence the spring arm cover was broken with missing particles and the paint was peeling on suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to cracked cover on spring arm and paint peeling. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that when the event occurs device was being used for patient treatment, however there was no harm to patient's health. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling and cracked cover with missing particles on volista surgical light there was no serious injury or worse reported. A technical evaluation of paint chipping root cause was performed by subject matter experts at the manufacturing site and documented under factory investigation report 2018-087-b. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced (user manual IFU 01781 en 16, pages 38-39). In case of cover cracked with missing particles, as stated by the subject matter expert at the manufacturer¿s site, the described event happened due to inappropriate use. In order to prevent damages, the operating manual includes (user manual 01781 rev. 19, page 63-64) instructions to pre-position arms prior to use. Additionally, users are requested (user manual 01781 rev. 19, pages 37-41) to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendations had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 7th june, 2023 getinge became aware of an issue with one of surgical lights - volista access 400. It was stated the spring arm cover was broken. According to the photographic evidence the spring arm cover was broken with missing particles and the paint was peeling on suspension arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). Event site telephone: (B)(6). Device not returned to manufacturer.